Event description:
It was reported that a revision opti fix hip, was performed. Stem was removed and replaced with another company's stem, cup was not removed and liner was replaced

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the provided x-ray shows appears the head is not in the center of the shell/liner as well there is stress shielding around the greater trochanter. However, without the requested clinical information, implantation report, revision report, post implantation/pre- revision radiographs, labs, or the explant the root cause for the report left hip revision cannot be concluded. The future impact to the patient beyond the revision and post operative pain cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.